Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose was 19 mmol/l. Customer was called to report on the insulin pump, the button was pressed more than 3 minutes, but was not, and insulin pump was not exposed attitude. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad.